Manufacturer narrative:
Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a burning sensation with ¿heating and erythema when the generator needs to be recharged.¿ an image of the issue that was provided showed erythema at the patient¿s implantable neurostimulator (ins) site. In regards to whether the heating and erythema occurred when the ins had a low charge or while the ins was being charged, the manufacturer representative involved with the event reported ¿the heating was 50%.¿ tests were performed with another recharger and programmer, but the same issue occurred and the issue remained unresolved. It was noted ¿there were no falls¿ that may have led or contributed to the issue. Explant of the patient¿s ins was planned as a result of the event; however, the manufacturer representative involved with the event was still waiting for an explant date as of (B)(6) 2020. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization; the patient was alive with no injury at the time of report. No further complications were reported or anticipated.